Event description:
A pump malfunction was reported by the customer, who indicated that no significant events occurred prior to the issue. There was no adverse impact to the customer's blood glucose level. Technical support provided information on resetting the pump and assisted the customer with this process, resulting in the malfunction not recurring. The customer was advised to continue using the pump and to contact technical support if any further malfunction codes appeared, which the customer acknowledged and understood.